Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assembly front case w/keypad - unresponsive key.

Event description:
It was reported that the device has keypad problems. The keypad needs to be replaced. No additional information was provided. There was no patient involvement.